Event description:
It was reported the programmer rf (radio-frequency) head would not interrogate. The rf head was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed that the device would not interrogate, this was due to the cable being out of electrical specification. It was also noted that the lens was cracked on the upper case.